Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced acute pain at the ins location. There was no known accident or incident related to the event. She was at home in good condition. The health care provider confirmed that the patient had good coverage of the pain site the device was implanted for. Her ambulation improved. The territory of coverage did not necessarily improve the entire area of discomfort. She experienced considerable discomfort within the soft tissues due to placement of the ins. The incision site was bothersome for her due to the lead. There was a tendency of the ins to ride up and down within the pocket region which also caused a good deal of tenderness. She has had come increase in weight since the ins was implanted. She underwent surgical intervention on (B)(6) 2008. The ins was replaced and a new pocket was created in the left abdomen. The lead was revised within the lower back and an additional lead was implanted. The patient outcome was noted at no injury.